Event description:
Stryker instruments, core impaction drill was being used during a dental procedure and the plastic guard flew off striking an o.r. Team member. No pt injury. Dates of use: 2008. Diagnosis or reason for use: dental procedure in o.r. Event abated after use stopped or dose reduced: yes.